Event description:
It was reported that the patient passed away. The date of death was (B)(6) 2007. Attempts for additional information are in progress.

Event description:
A sudep evaluation was also performed and it was indicated that the death was possible sudep. As no further information has been received regarding the circumstances of the patient's death, sudep cannot be ruled out.

Event description:
Attempts for additional information to the patient¿s treating neurologist have been unsuccessful to date. The generator and lead were buried with the patient when he passed away. Additionally attempts for the death certificate have not been applicable as the state in which the patient passed does not release such information to medical device manufacturers, but rather only to family members or legal representatives.